Manufacturer narrative:
There was no patient involvement. The complained device has been received at livanova for investigation. If any additional information pertinent to the reported event is obtained, it will be provided in a supplemental report.

Event description:
Livanova USA received a report that, following an event of tip disconnection, the medical team manually tested one atrasump item su-20602 from the shelf and noted that were able to pull the tip off the cannula without too much manual force. There was no patient involvement.

Manufacturer narrative:
In the frame of the CAPA project, additional investigation of the bond between the connector and tubing has indicated a strength limit related to the adhesive bond between these components due to the design of the connector. To increase the tip to tube pull strength, design changes of the connector are under investigation. The risk remains in the acceptable region. Livanova will keep monitoring the market. Investigation conclusion has been updated accordingly.

Event description:
See initial report.

Event description:
Livanova USA received a report that, following an event of tip disconnection, the medical team manually tested one atrasump item su-29602 from the shelf and noted that were able to pull the tip off the cannula without too much manual force. There was no patient involvement.

Manufacturer narrative:
(B)(4) units from three different complaints all related to the same failure (sump tip disconnection) were investigated altogether. The contaminated unit was found disconnected, the tip and the silicon body of the cannula were separated. The uncontaminated units were found with the tips still in place. However, pull test on the units confirmed the tips could disconnect easily. Livanova investigation confirmed the on all three returned samples the disconnection between the spring inner tubing and the connector. The DHR review highlighted of the complained lot confirmed the device was released conforming to product specifications. The review of the livanova complaint database identified other similar events from different customers and related to different cannula lots. Based on above, it cannot be ruled out that the root cause of the tip detachment is related to a manufacturing deviation during the assembly phase. Despite the risk is in the acceptable region, to further investigate the failure and identify possible corrective actions, a CAPA project was launched. Livanova will keep monitoring the market. During investigation, it was identified that the items and corresponding lots provided in the initial reports of the medwatch reports 1718850-2022-00044 (corresponding to livanova complaint ref (B)(4)), 1718850-2022-00045 (corresponding to livanova complaint ref (B)(4), present report) and 1718850-2022-00046 (corresponding to livanova complaint ref (B)(4)) were swapped. Corrected information is being provided in the present follow-up report. Therefore, b5. Describe event or problem, d1 brand name, d2 common device name; d4 catalog number, lot number, expiration date, unique identifier (UDI) number and h4. Device manufacturer date were updated accordingly.